Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was unable to flow through the fluid path despite attempting to clear blood from the formed needle. A leak test found signs of leakage in the fluid path.

Event description:
It was reported that the patient's blood glucose level reached 19.5 mmol/l (351mg/dl). The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated by administering a pen injection and applying a new pod.